Event description:
It was reported that the patient was not getting much pain relief, had difficulty charging the ipg, and ipg is no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.